Event description:
Patient reported experiencing elevated blood glucose (values not provided), which they unsuccessfully attempted to treat by delivering additional boluses. Patient indicated that, when they removed their tender infusion site, they discovered that the cannula was bent. Patient self-treated by changing their infusion set, and resuming insuling infusion therapy.